Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that a healing abutment was unable to disengage from the implant (xifnt3285). Doctor confirmed that more strength was applied to remove the healing abutment and implant came out attached to the healing abutment. Tooth location 21.

Manufacturer narrative:
One osseotite® tapered certain® implant 3.25 x 8.5mm (xifnt3285) one unknown healing abutment were returned for investigation. Visual evaluation of the as returned products identified dried blood and bone around the implant and a severely damaged abutment. Functional testing was performed for the returned products and it was determined the devices failed functional testing as they could not be removed from each other and were stuck. A pre-existing condition noted on the per was low (type iii) bone density. The reported devices were located on tooth # 21 and were implanted for approximately 2 years. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2017051172). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2017051172) for similar events and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or devices (xifnt3285 & unknown healing abutment). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed for both devices. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.